Event description:
Pump alarm 20 was reported during the loading process. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Technical support decided to replace the pump, confirmed the customer's shipping address, and instructed the customer to put the pump into storage mode before returning it with a pre-paid label. Customer understood and acknowledged these instructions. The pump was still under warranty, and the customer planned to continue using the current pump as a backup therapy.